Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter (bci) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse did not note any hardware or system issues which would have contributed to this event. A passing system check, high sensitivity system check and quality controls (qc) were obtained. In conclusion, the cause of this event could not be determined with the information supplied. Associated mdrs: 2122870-2019-01114.

Event description:
The customer contacted beckman coulter (bci) to report obtaining a higher than expected troponin I (access accutni+3) result for one (1) (B)(6) old male patient on the laboratory's access 2 immunoassay system serial number (B)(4). The patient initially had an access accutni+3 result within the normal reference range of the assay. Due to monitoring, the patient was redrawn the next day and a higher result, above the assay's normal reference range, was obtained. Subsequent testing of the patient's sample(s) produced lower results within the normal reference range of the access accutni+3 assay which matched the patient's initial result. It was noted by the customer that the patient would have been referred to cardiology due to the elevated access accutni+3 result and would have also had additional testing and treatment performed. The exact nature of these treatments was not made available. Therefore, there was a change in patient treatment/management due to the elevated access accutni+3 result obtained. There was no report of death associated with this event. System performance indicators such as quality controls (qc) and calibration curve were passing within specifications at the time of the event. There was no report of hardware issues, system flags or issues with other assays. Sample collection and processing information was not supplied including sample type, centrifugation time and speed and storage conditions. A bci field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.